Event description:
.

Event description:
It was reported that during an open low anterior resection, a doughnut of the anus side was not created after the firing. A doughnut of the oral side was created properly. There was no leak at the leak test. The doctor suspected that the diameter of the rectal tube had been small for the device. The doctor commented that he did not want to use cdh25 since the inner cavity would become small. There were no adverse consequences to the patient. A drain was placed and the doctor determined to take a wait-and-see approach without extra treatments. The sales rep was present at the operation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: what device was used for the proximal and distal transaction? What color reload? ---curved cutter was used but we have no detailed information about product code and cartridge color. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---after using curved cutter, purse string device was used for anvil side. How was the purse string placed, by hand or with an assist device? If an assist device, what product? ---the purse string of the anvil side was used an purse string device but we have no detailed information about product. Was the spike of the trocar inserted lateral or through the staple line?--- the spike of the trocar was inserted the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? ---yes. When the device was fired, where was the indicator within the green zone/gap setting scale? --- the location of the indicator was within lower than middle position of the gap setting scale. Was buttressing material utilized? ---no. Was the instrument fired across or near an existing staple line or clip? --- the device was not fired across or near the hard objects except curved cutter's staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- the washer's crunch and the feel when the trigger grasped completely. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. Was there any difficulty removing the device from the tissue? ---no. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---the doctor confirmed the successful anastomosis with the donut and the staple formation and leak test. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)?--- staples of the anastomosis site formed properly. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome?--- we have no detailed information. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---the tissue was slightly thin than usual. What is the patient's age and sex? --- we have no detailed information. What is the current status of the patient?---the patient was getting well. Was any further treatment needed? ---no. How long did the patient have the drain? ---we have no detailed information. Did a hcp other than the primary surgeon fire the instrument? ---no. Was there a recent conversion to ees devices in this account or with this surgeon? --- we have no detailed information. Is a pathology specimen and/or report available? ---no. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.